Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 27 malfunction events. 2 events were due to the device failing to osseointegrate ((B)(4)). 20 events were due to loss of osseointegration ((B)(4)). 1 event involved an improper or incorrect procedure or method ((B)(4)). 5 events involved fracture of the device or a component ((B)(4)). In 22 events, there was no device problem found during evaluation. In 5 events, a fracture of a device or device component was found during evaluation. In these same 5 events a stress problem was identified during evaluation. In 27 events, these are known inherent risk of the procedure. Furthermore, it was found in 1 event that the clinician failed to follow instructions and used the product off-label or contraindicated use. In 3 events, the device failure was found to be related to the patient's condition.

Event description:
This report summarizes <noe> 27 </noe> malfunction events. This report summarizes 27 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 9 events where infection occurred. 7 events where inflammation occurred. 4 events where erosion occurred. 2 events where patients' experienced osteolysis.